Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient uses a wheelchair and was complaining of ipg rubbing against the seat back. This started in november. Doctor had advised her to send photos and stay in contact if things got worse, at that time, no sign of infection, just skin irritation. Patient never responded until last friday, (B)(6) 2025. Doctor scheduled pocket revision for today, (B)(6) 2025, when he looked at the pocket area, there was an open wound, the size of a pin drop in the lower right hand side of the pocket. Doctor cultured before and after prepping area for surgery, to confirm infection. Gave antibiotics and explanted both the lead and ipg. Doctor believes the wheelchair is the cause of the rubbing against the ipg. Patient has a new chair on order and will be reimplanted after wound has healed.